Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection. During testing and inspection of the device, it was determined that there was coating peeling on the connecting tube (greater than or equal to 1 x 1 mm2). Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: important information ¿ please read before use. Ge1936 32 0 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. In addition, the following non-reportable malfunctions were found during the device evaluation: the bend angle in the up direction did not meet the specification due to wear of the angle wire; the electrical connector had corrosion due to leakage; the insulation resistance did not meet the standard due to a cut in the connecting tube; the connecting tube was not watertight due to a cut in the connecting tube; and there was corrosion on the control unit due to water leakage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was leakage in the bending area of the bronchovideoscope. The reported issue was found during preparation for use for a diagnostic procedure. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: coating peeling on the connecting tube (greater than or equal to 1 x 1 mm2). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. It was later reported the device was reprocessed prior to being sent out for repair. Additionally, it was confirmed there were no malfunction of reprocessing accessories, no delays in the pre-cleaning or manual cleaning process. The forceps elevator was moved up and down three (3) times during pre-cleaning. Brushing around the forceps elevator of the was performed during manual cleaning. Detergent was flushed around forceps elevator during manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. There were no reprocessing steps deviations from instruction for use (IFU). Furthermore, physical damage at the material residue point was not confirmed. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the IFU sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.